Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died. The patient was admitted to hospital with twitching symptoms and pacing insufficiency of the pacing lead. Perforation of the heart and pericardial effusion occurred. The lead was repositioned but the patient's condition later changed suddenly and an emergency thoracotomy was performed. As a result the coronery artery of the left ventricle was torn. Due to being occluded, the coronary arteries ruptured and caused massive bleeding.